Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not working correctly. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the bolus button cover was found to be detached from the pump. The battery compartment was found to have cracked in the threads area. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons.